Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report, when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reported: 1994 - the patient underwent a hernia repair procedure with placement of a composix kugel mesh patch. Approx 2003 - the mesh patch was removed from the patient due to infection. Due to a defect in the mesh patch, the patient sustained injuries, including but not limited to severe pain and discomfort. The patient also had to be attended by home healthcare nurse to clean the injury area and assist with pain management. Based on the implant date, the product can not be a composix kugel mesh. Therefore, the product will be reported as an unknown kugel mesh.